Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shocks with lc and CT error codes displayed. The shock impedance measurement was at 1 ohm. It was believed that this was related to twiddler's syndrome. No data has been provided; however, x-ray images were provided for review. The patient was admitted to the hospital for a revision procedure due to whole system migration. The revision procedure has not taken place, further talks are in order to determine the plan. The local boston scientific representative will provide additional information if changes are made. Therapy has been turned off in the meantime. No additional adverse patient effects were reported. The system remains implanted but electronically deactivated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shocks with lc and CT error codes displayed. The shock impedance measurement was at 1 ohm. It was believed that this was related to twiddlers syndrome. No data has been provided; however, x-ray images were provided for review. The patient was admitted to the hospital for a revision procedure due to whole system migration. The revision procedure has not taken place, further talks are in order to determine the plan. The local boston scientific representative will provide additional information if changes are made. Therapy has been turned off in the meantime. No additional adverse patient effects were reported. The system remains implanted but electronically deactivated.

Manufacturer narrative:
Upon arrival at our post market quality assurance laboratory, a visual inspection revealed an arc mark on the device case and header. Such damage likely results from the device delivering a shock while the shocking electrode is near the device case, which is known to cause internal damage. During the explant, visual evidence confirmed that the patient had twiddler's syndrome, a condition where the patient turns or flips the device within the muscle pocket. This led to the system migrating from its original position, which in turn caused the shocking electrode to move too close to the device case, resulting in a shorted shock and subsequent internal damage.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shocks with lc and CT error codes displayed. The shock impedance measurement was at 1 ohm. It was believed that this was related to twiddler's syndrome. No data has been provided; however, x-ray images were provided for review. The patient was admitted to the hospital for a revision procedure due to whole system migration. The revision procedure has not taken place, further talks are in order to determine the plan. The local boston scientific representative will provide additional information if changes are made. Therapy has been turned off in the meantime. No additional adverse patient effects were reported. The system remains implanted but electronically deactivated. Additional information was provided, it was reported that this device was explanted. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shocks with lc and CT error codes displayed. The shock impedance measurement was at 1 ohm. It was believed that this was related to twiddlers syndrome. No data has been provided; however, x-ray images were provided for review. The patient was admitted to the hospital for a revision procedure due to whole system migration. The revision procedure has not taken place, further talks are in order to determine the plan. The local boston scientific representative will provide additional information if changes are made. Therapy has been turned off in the meantime. No additional adverse patient effects were reported. The system remains implanted but electronically deactivated. Additional information was provided, it was reported that this device was explanted and is expected to return for analysis. No additional adverse patient effects were reported. No further information available. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered shocks with lc and CT error codes displayed. The shock impedance measurement was at 1 ohm. It was believed that this was related to twiddlers syndrome. No data has been provided; however, x-ray images were provided for review. The patient was admitted to the hospital for a revision procedure due to whole system migration. The revision procedure has not taken place, further talks are in order to determine the plan. The local boston scientific representative will provide additional information if changes are made. Therapy has been turned off in the meantime. No additional adverse patient effects were reported. The system remains implanted but electronically deactivated. Additional information was provided, it was reported that this device was explanted and is expected to return for analysis. No additional adverse patient effects were reported. No further information available.

Manufacturer narrative:
Correction: added explant date in section d.7. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.